Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of 965mg/dl, with large ketones, nausea, and vomiting, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump and was treated by their healthcare provider in the emergency room with insulin via pump, and intravenous fluids. During troubleshooting with customer technical support, it was revealed the cartridges were being inserted with cold insulin. The loss of prime issue occurred two or more times with more than one cartridge. The patient was educated on the loss of prime warning and cartridge use per the instructions for use. The patient was also under extreme stress at the time of the blood glucose excursion. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.